Manufacturer narrative:
The device was received for investigation with the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) rose to 500 mg/dl between 36 and 48 hours of wearing the pod. The patient¿s mother reported that the patient began vomiting and had stomach pain. On (B)(6) 2025, the patient was taken to the hospital due to a combination of high bg levels, medium ketones, and vomiting. The patient was diagnosed with diabetic ketoacidosis. As treatment the patient was given zofran and an intravenous bag. The patient¿s bg levels were brought back to normal by giving them insulin via the pen. The patient was released from the hospital that same day. The mother reported that the pod failed to deliver insulin properly because of a bent cannula.